Event description:
It was reported when using the cel2anx pyxis medstation es system, the main drawer 2 failed when users tried to retrieve medication. The customer stated that there was a delay in getting medications needed for a patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device involved in this incident, it was determined that the full-height matrix drawer 2 was not sensing as closed due to a med jam. A field service engineer cleared the med jam that was blocking the drawer sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.